Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issue was observed. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). As a result, the customer experienced symptoms described as "struggling," and felt faster onset of unspecified hypoglycemic symptoms and was unable to self-treat. Emergency services were called and during transport to the hospital the customer received healthcare professional (hcp) administration of an unspecified IV, oxygen, and an EKG for treatment. Upon arrival at the hospital, an hcp meter reading of 119 mg/dl was obtained but no further treatment was indicated. There was no report of death or permanent impairment associated with this event.